Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). Bd received two expired samples from the customer facility for investigation. No testing will be performed on expired product. This is first complaint reported with regards to this lot number. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that when using the bd vacutainer® cpt¿ nh: ~130 iu ficoll¿: 2.0ml the customer was observing a low yield (10% to 40% of pbmcs instead of 63%) due to a low draw.

Manufacturer narrative:
Medical device type is corrected to jcf. PMA/510(k)# is corrected to k891407.